Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, baclofen and dilaudid (hydromorphone) (unknown concentration, dose and lot number) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient¿s pump had been empty for four months and the patient experienced withdrawal a week later. The patient presented to the emergency room. The pump was still beeping. Compatibility guidelines were requested for magnetic resonance imaging (MRI). The MRI was due to a problem with the device or therapy. Drug information (concentrations and doses), the circumstances that led to the empty pump, and the steps taken to resolve the empty pump were not reported.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.